Event description:
A report was received that the patient was experiencing a burning sensation in the pocket site that radiates up to her shoulder blades. The patient mainly feels this with the stimulation on although it does not go away completely when turned off. The physician advised her to keep the device turned off because he believed that this could have been caused by current leakage. The physician chose to explant the ipg only and will perform an allergy test. If the patient is found to be allergic, he will explant the entire system at a later date. If the patient is not allergic, the physician will implant an ipg in a different pocket. The patient is currently implanted with leads only and is doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.